Manufacturer narrative:
H6.

Manufacturer narrative:
The reported event of the inability to send transmissions remotely was confirmed by analysis. Based on the information provided, it was determined that the device was in ble lockout due to the user attempting to connect to a phone that is not compatible with the mymerlin application.

Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. No intervention was performed. There was no patient consequences reported.

Manufacturer narrative:
Correction: d8.